Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units pressure regulator can not be adjusted. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue stated that the pressure regulator lock nut was not able to be tighten. So, in order to fix the issue, the fse replaced the pressure regulator. The unit passed all calibration, functional and safety tests. The unit was then returned to the customer and cleared for use. The removed regulator was returned to the failure analysis and testing(fat) department for investigation. The failure analysis and testing department inspected a regulator drive and observed the top of the regulator base is cracked and the lock nut can¿t be tighten. The regulator drive could not be tested due to the crack in the base. Retaining the regulator drive in the failure analysis and testing department per procedure.

Event description:
N/a.